Manufacturer narrative:
The field service engineer (fse) found that the valves in the detergent supply line and both tubes to the detergent bottles needed to be replaced. Droplets from leaky or blocked cell rinse waste contaminated the cuvettes and influenced the reaction. The tubes were also getting clogged over time. The fse replaced the valves in the detergent supply line and both tubes to the detergent bottles. He then did a performance check and the instrument was performing within specifications. The root cause was consistent with a maintenance issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine plus gen.2 (crep2) assay on a cobas 8000 c702 analyzer. Discrepant results for 1 patient's sample were provided. Initial result: 350 umol/l accompanied by a data flag and was captured by the delta check. This result was reported outside the laboratory. The physician questioned the result as it did not match the patient's previous results and requested the original sample to be repeated and the patient to provide a new blood sample. 1st repeat result: 74 umol/l. 2nd repeat result: 75 umol/l. 3rd repeat result: around 70 umol/l (tested from a new sample). The result of 74 umol/l was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The crep2 reagent lot number was 741699. The expiration date was not provided. The field service engineer (fse) checked all syringes, gear head pump pressure, and cuvette levels. He found that the cell rinse station was leaking and that the split tubing was the cause of the leak. He then chopped the split tubing end off and reattached it. The fse changed the cells as per the customer's request. A hardware performance check was performed. Qc was performed and it was acceptable. The investigation is ongoing.